Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator and transvenous defibrillation lead received inappropriate shocks. The physician performed an invasive procedure to evaluate the system and elected to remove the rate sesing portion of the transvenous defibrillation lead from service. The oversensing appeared to have resolved; however, one month later the patient again presented with oversensing issues. The physician performed a second invasive procedure and explanted the ICD.